Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited chronic high shock impedance measurements of greater than 120 ohms. Commanded shocks were performed and a code was displayed indicating the shock was given into an open circuit. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. The system was replaced successfully and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited chronic high shock impedance measurements of greater than 120 ohms. Commanded shocks were performed and a code was displayed indicating the shock was given into an open circuit. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. The system was replaced successfully and no additional adverse patient effects were reported.